Event description:
It was reported that patient had experienced the pump being empty. Drugs infused via the device were baclofen and dilaudid. Additional follow-up from one healthcare provider (hcp) indicated that patient was last seen by them in (B)(6) 2011. Another hcp noted that currently patient's pump was fine, it had no problems and patient was very well; it was added that patient had major psychiatric disorder.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709; lot# j11198r61, implanted: (B)(6) 2002, explanted: unk. Catheter: model: 8578, serial# (B)(4), implanted: (B)(6) 2008, explanted: unk. (B)(4).